Manufacturer narrative:
10/28/2015 11:03 am (gmt-4:00) added by (B)(4): the device was not returned to maquet. The bmu cell is assembled with different length tubing making it difficult to assemble to the incorrect ends. The investigation could not determine any root cause for the reversed direction of the bmu cell.

Event description:
It was reported that the bmu cell was assembled backwards and was noticed during priming.

Manufacturer narrative:
September 02, 2015 11:37 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. A supplemental report will be submitted if more information become available

Event description:
It was reported that the bmu cell was assembled backwards and was noticed during priming.